Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve onto the clinician's finger. This occurred five times. There is no report of medical intervention or treatment as a result of exposure.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the rubber sleeve onto the clinician's finger. This occurred five times. There is no report of medical intervention or treatment as a result of exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d.9 device available for evaluation: yes. D9 returned to manufacturer on 11-may-2026. H.3 device eval by manufacturer? Yes. H.6 annex f code. Bd received 40 samples, 4 photos, and a video for investigation. The photos and videos have been investigated under a previous complaint. Out of the returned samples, 10 returned samples were subjected to functional tests to assess the device's functionality. All samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage. This complaint has not been confirmed for the indicated failure mode: sleeve function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.